Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) sooner than expected. At the last device follow up, interrogation showed normal device function with the battery parameters indicating eri would be declared in 6-12 months. Battery voltage was 2.75v and cell impedance was 2.1kohms. The ipg was programmed ddd 45-130 beats per minute (bpm). The patient died 10 days later from a cause unrelated to the ipg system. Post-mortem interrogation revealed the device declared eri on the date of death. Battery voltage was 2.70v and cell impedance was 4.8kohms. The pacing rate was still programmed to a lower rate of 45 bpm, the actual rate when externally tested measured 42 bpm. This decrease in pacing rate is normal at this battery level. It was noted that eri was possibly triggered earlier than expected due to very cold conditions post-mortem. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).